Manufacturer narrative:
Patient information is unknown. Device has not been explanted. This report is for an unknown matrixneuro screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the surgeon requested for the matrix system to reinsert the bone back to head. While the surgeon was screwing the bone and the plate the head of the screw come off from the tail. The surgeon tried another 4 screws and all the heads came off from the tails. They removed the system from the sterile field and used a different kit to continue the operation. The surgeon did try to remove the broken screws but he abandoned the attempt as he would have damaged the bone flap. There was no harm to the patient as the screws were being screwed into the hole on the plate on the scrub nurses trolley not in the patient¿s head. Patient status is unknown. Concomitant devices: unknown matrixneuro plate (part/lot number: unknown, quantity 1). This report is for an unknown matrixneuro screw. This is report 5 of 5 for (B)(4).